Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported while in the recovery area post-ercp (endoscopic retrograde cholangiopancreatography) procedure, the patient coughed up a plastic object that was said to be the end of the endoscope. There were no reports of patient harm or serious injury associated on this event reported. This report is related to report with patient identifier (B)(6) (endoscope tjf-q190v unknown serial).